Manufacturer narrative:
Reference record # (B)(4).

Event description:
On 19-nov-2018, the patient was hospitalized due to aspiration pneumonia. The patient was treated with unknown antibiotics and discharged from the hospital on an unknown date. The aspiration pneumonia resolved. The patient also experienced difficulty swallowing on an unknown date.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2014, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site discharge and was diagnosed with a stoma site infection, which was treated with cipro oral antibiotic.